Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The momentary squeeze (ms) pump passed visual inspection and leak test. Ms pump failed activation test. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, the pump did not pass the activation test. There was no additional information provided.